Event description:
On (B)(6) 2012, pt's caseworker inquired on how to obtain insulin totals for the day from the infusion device. Caseworker reported pt is currently using her mother's backup infusion device. Advised on how to obtain insulin totals. Caseworker stated the time and date are incorrect on the infusion device and she is calling from the ER. Caseworker disconnected the call. On f/u call on (B)(6) 2012, pt's mother reported the pt went to the hospital due to elevated blood glucose level. Actual blood glucose reading was not provided. Mother stated the pt is currently feeling okay and her blood glucose level is back down. Mother reported the pt does not have an infusion device, but will be receiving one. Mother stated pt has not been approved for pump therapy as of yet. Mother reported she placed the pt on her backup infusion device to get her started. Mother stated the infusion device was working fine at the time and pt was not supposed to be on the infusion device. No allegations were made against the infusion device. Mother declined to answer any more questions. No product return was requested.